Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a paclitaxel set leaked. This occurred during patient use. It was stated that an unknown amount of a chemotherapy drug leaked from the base of the inline filter. The patient may have not received the full chemotherapy dose. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Due to the sample being contaminated with chemo drug the analysis was limited to a visual inspection under a fume hood. Visual inspection showed that there was a leak from the filter housing outlet end from the vent hole. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.